Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent vertebral restabilization surgery at l5-s1 due to spondylolisthesis. Post-op, the device was broken. Additional surgery (spinal system replacement) was performed as a result of this event, in which the reported product was removed. Patient complication are unknown at this time.